Event description:
It was reported that the insulin pump alarmed during the manual prime. The caller also reported a blood glucose reading of 400 mg/dl. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. Unable to verify the error alarm or perform the prime test due to the motor error alarm.